Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the monitor was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by manufacturer for evaluation. The reported issue was confirmed as the monitor did not display an image when connected to a known good system. Hot plugging the monitor has no effect. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon monitor of the navigation system went black after completion of an imaging spin. Site brought in another monitor to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.